Event description:
It was reported that on the ventilator when the customer adjusts the setting above 20 on the expiratory the unit will show running on internal battery and beep, then the alarm message goes away until the next breath, then repeats. There was no patient involvement. The service provider (sp) inspected the device. The sp reviewed the ventilator diagnostic report and confirmed the reported issue. The sp found that the unit was switching between alternating current (ac) power and battery when plugged in. The customer reported that the issue of alternating power source only occurs when inspiratory pressure set at 20 or above. The sp replaced the power management (pm) board and during the battery test the issue continued. The sp then checked the power supply voltages during the alternating power source event, it was identified that the 24 volt power supply source would drop significantly to 15 volt rapidly. The sp replaced the power supply and the issue was addressed. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
A power management board and a power supply were returned for analysis. Visual inspection of the returned components was performed, no notable conditions were found. An investigation was performed, and the product analysis technician reported that no fault was found in the power management board. The root cause was due to an electrical short due to a component in the power supply.